Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalizations due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl. Customer stated that his infusion set cannula was bent and his insulin pump drive support cap is flush. Nothing further was reported.